Manufacturer narrative:
This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reports: "it has been confirmed via an MRI and an echography that small ruptures are present" and "all of this weighs on me severly." The device remains implanted. This report relates to the left side.